Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr). During the preparation of the triclip steerable guide catheter (tsgc), it was noted that the device was difficult to flush. The instruction for use (IFU) preparation steps were repeated two more times to deair the device. The bubbles were removed and one clip was implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.